Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 3/14/2022, it was reported by a sales representative via phone that an ar-2600sbs-9 speedbridge implant system out box label stated that expiration date is april of 2022. When the package was opened, the inner package label stated the expiration date is may of 2022. The implants were used in a rcr procedure on (B)(6) 2022. Case was completed successfully.